Event description:
It is reported that a customer has issues regarding their insulin pump's sensor displaying wrong readings of sensor and blood glucose. The patient's blood glucose was at 200 mg/dl. The customer was assisted with trouble shooting successfully and was able to up load carelink. Customer was advised to monitor the device for any further issues. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.